Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: description: had to keep switching out lines during a surgery as they kept getting air in the lines. No injury reported.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). Four unused samples in packaging were returned for evaluation. The samples were visibly evaluated, and no nonconformities were found. The samples were then gravity primed to a bag of solution in an attempt to replicate the reported defect and no air bubbles were found in the tubing. The reported defect was not confirmed. Although the samples met specifications and the air in line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming, etc. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.